Event description:
It was reported that during testing conducted at the manufacturer facility, the drill was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the device was found to have worn components including a corroded motor assembly. The increased friction from worn components and a corroded motor assembly are probable causes of the reported overheating. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.